Event description:
It was reported to medtronic minimed that the customer experienced a keypad/button unresponsive/button error. It was reported that the customer's pump had suddenly turned off and that when removing the battery, received an alert saying "button pressed for more than 3 minutes". The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed for the reported event. The customer reported receiving a stuck button alarm. Troubleshooting indicated that the pump required replacement. No harm requiring medical intervention was reported. A product return for mmt-1886 was requested and the customer response was the pump will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed self-test. Unit received with all buttons responding properly. All buttons were tested while navigating the menus, and they all worked properly. Unit was successfully download using thump software. The adapt tool was utilized to search for any 61=stuck key alarms that may have occurred in the past. The adapt tool revealed one stuck key alarm on (B)(6) 2024 at 10:31:39. Unit was cut open and perform a visual inspection. Per visual inspection all connectors were plugged in properly. Found moisture damage on pcba 1 and keypad flex connector. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unit also received with cracked case (battery tube), pillowing keypad overlay, cracked case, battery tube threads - cracked, scratched case and serial number label missing. In conclusion, customer concern for stuck button alarm was not confirmed during testing. All buttons functioning properly during testing. Unit may have had an intermittent failure not detected during our testing. However, unit exposed to moisture on pcba 1 and keypad flex connector. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.